Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 377 mg/dl while wearing the pod for longer than 48 hours. The patient reports all week their blood glucose level had been 350 mg/dl. Symptoms reported include chest pains and signs of diabetic ketoacidosis (dka), but was not diagnosed dka. In addition the patient experienced irritation at the pod infusion site. Once at the hospital the patient received 9.85 units of insulin through the pod and the patients blood glucose level then read 92 mg/dl. After 20 minutes the patient had vomited and the patients blood glucose level was then at 55 mg/dl. The patients pod was removed and the insertion site was checked out and found to have no infection. The patient was placed on a heart monitor and was given intravenous fluids. The patient was released from the hospital after 3 days. The pod will not be returned as it has been disposed of.